Event description:
Customer¿s caregiver reported low readings obtained on an adc meter compared to an hcp meter that occurred approximately five years ago. As a result, customer experienced hyperglycemia and symptoms of thirst. Customer had to receive treatment at a medical center, caregiver does not recall the treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In the absence of a returned product, an extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter indicated by the serial number provided by the customer were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.